Event description:
A silicone lens model aq2010v was torn while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk as to what caused the lens damage. An aq cartridge was used and the lot # is unk. The model and lot #s of the injector are also unk.

Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. The cartridge had no visible damage. In